Event description:
Report received of pt "is weak as a kitten". Add'l info received indicates that pt was admitted to the hosp the same day as the report. A supplemental medwatch report will be filed when add'l info is received.